Manufacturer narrative:
No medwatch form received from the user facility. All sections on this form completed by the manufacturer. Investigation findings: an evaluation confirmed the reported problem. A visual examination found this device is bent and is unable to fit into the inserter because of the bend on the cartridge assembly. This is the first report of this failure for this device.

Event description:
It was reported that during hand surgery this anchor did not deploy, which resulted in use of an alternate brand of product to complete the procedure. There was no reported injury and a minimal delay to secure the alternate device during this event.